Event description:
Customer reportedly received the following results within 10 min on the active system: 169 mg/dl, 89 mg/dl, and 198 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.